Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation revealed some biological residue on the sample. A functional test of flushing the catheter with water using a 12 ml syringe was performed. A leak was observed near the 34 cm depth marker. A microscopic observation revealed a split where the leak was found. The edges of the split were observed to be irregular and the fracture surfaces were observed to be mostly flat and smooth. Additional superficial damage was observed on the surface of the catheter near the split. This superficial damage was observed to have a very rough texture. A kink with some superficial damage and evidence of flexural fatigue was observed just distal to the split, but no leaks were observed emanating from the kink. These observations indicate the catheter was damaged by an external source, most likely contact with a hard surface and/or metallic instrument. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC line fracture noticed during chemotherapy infusion. PICC line removed. Minor harm was reported, and this is probably regarding delay in treatment and new line to be inserted.